Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to intermittent connection in the cable connecting ECG "a" and ECG "b" to the front therapy electrode. The root cause for the intermittent connection could not be positivity identified. No adverse event resulted from the damaged electrode belt.